Manufacturer narrative:
The device is available for evaluation. It has not been received.

Event description:
The event involved a chemosafelock bag spike that the customer reported the akpra leaked from the top of the connector. A hole was confirmed by the customer on the top surface of the bag spike. When inserted into a saline bag, leakage was confirmed from the top surface of the bag spike, this was simulated. The event occurred after stabbing and was used for infusion and injection procedures. There was a report of an unprotected chemotherapy exposure to the nurse on the nurse's body. The exposed portion was rinsed off with water and the health condition of the nurse is being monitored. There was no medical intervention reported. There was no patient involvement and no report of harm. This captures the second of two events.

Manufacturer narrative:
Received one used list #kl-bs001, chemosafelock bag spike; lot #5103354 was received for evaluation on september 8, 2021. The sample had a hole in the center of the over-molded tip of the chemolock port spike. No damage or anomalies were observed. The complaint was not confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.